Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008 and that a revision procedure occurred on (B)(6) 2011. Legal counsel for patient reports patient allegations of elevated cocr levels and tissue/bone destruction. Additional information received in patient medical records indicates that a revision procedure took place on (B)(6) 2011 due to infection. The operative notes confirm that the acetabular cup, liner and modular head were removed and replaced with antibiotic spacers. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "infection." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 6 mdrs filed for the same event (reference 1825034-2013-04284 / 04289. The previous revision procedure on february 22, 2011 was reported on medwatch numbers 1825034-2012-01765/01767.